Event description:
It was reported that a patient presented to the emergency room (ER) after receiving therapy from their implantable cardioverter defibrillator (ICD). Upon interrogation it was discovered that the right ventricular (rv) lead had triggered an alert for high rv threshold. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.